Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there were marks resembling water stains on the surface of the subject device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was detected that there are water spots on the surface of the insertion tubes of user device and loaned product, which can be cleaned normally after wiping with alcohol. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.